Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
In 2008, the biomedical technician called in to inform baxter product surveillance of an incident that had taken place two days prior. According to the biomedical technician upon completion of his investigation, he was informed that during the process of raising the bed for a bed bath by the nursing assistants the colleague volumetric infusion pump became wedged between the sleeping platform of the bad and the IV. Pole holder that is attached to the bed causing sparking and smoke to be emitted from the device. The device continued to infuse after the incident while the nursing assistants went for the registered nurse. The registered nurse noted that the device was working as intended and then removed the device from service and placed it in the dirty utility room where it was then found by the biomedical technician the next day. The marks on the bed and the device align with no apparent burning on the sheets or mattress. The biomedical technician stated that he thought that the power cord had been pinched in the bed frame but no marks are found on the cord to support that idea. The biomedical technician stated that there is no burning odor coming from the device. There was no patient injury or medical intervention associated with this incident.